Event description:
When this unit was powered up, the monitor stayed blank. Another unit was used to complete the procedure. The pt had been prepped for the procedure which was delayed only long enough to power up the back-up unit.